Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 after consuming food without announcing the meal. Subsequent review of device history confirmed the missed meal announcement, and the user later announced a subsequent meal appropriately. Symptoms included hyperglycemia peaking at 382 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with the user interface implicated in the context of missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.